Event description:
It was reported to philips that the heartstart mrx defibrillator had a message saying the equipment was disabled. The hardware test summary showed a paddles/pci impedance failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.